Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a distal flow aneurysm of an arteriovenous malformation coiling procedure while navigating the subject guidewire inside the patient anatomy the tip of the subject guidewire was found broken at the distal superior cerebellar artery. The physician withdrew the broke fragment of the subject guidewire along with the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.